Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a (B)(6) infection and endocarditis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 47 cm. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.